Event description:
Reporter indicated that a system diagnostics test at an office visit resulted in a high lead impedance reading indicating a possible device malfunction. Patient underwent a vns therapy system replacement. The lead was returned to manufacturer in seven pieces for analysis. Analysis was performed on the returned lead portions and the reported high impedance was verified. Multiple broken quadfilar coil strands were confirmed approximately 25mm - 27mm from the end of connector bifurcation. Scanning electron microscopy (sem) identified 5 pieces of broken quadifilar coil strands. 2 of the 5 pieces were identified as having large and fine pitting. The other 3 pieces were identified as having fine mechanical damage and no pitting. A fracture mode was not visible on any of the broken quadfilar coil strands. Another broken unmarked quadfilar coil was confirmed approximately 59mm from the end of the cut unmarked connector silicone tubing. Sem identified the broken unmarked quadfilar coil as being mechanically damaged which prevented indentification of the coil fracture type. A broken first quadfilar coil was confirmed approximately 33mm and 42mm from the end of the connector bifurcation. Sem identified the broken first quadfilar coil as being mechanically damaged which prevented identification of the coil fracture type. Testing on remaining portions of returned lead did not show any anomalies.

Manufacturer narrative:
A device malfunction occurred but did not cause or contribute to a death or serious injury.